Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced low glucose levels overnight recorded at 40 mg/dl while using the ilet, prompting a factory reset after coordination with clinical and support teams; the user treated lows with juice or glucose tablets and reported no further issues after the reset. Investigation of this case revealed insufficient information for a device problem or component-specific finding, and no findings were available. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact, and no hospitalization was required. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.